Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure -1001" and "compressor fault-2001 " error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing without duplicating a malfunction to the device. An internal inspection found dirty flow screens on the manifold, which could contribute to this type of report. However, this was not observed during testing. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.